Manufacturer narrative:
The device was returned and evaluated. A visual inspection was performed on the exterior of product and damage was found on power cord assy. The mdu cannot be plugged into the test control unit. The guide key on inside of connector on power cord assembly is bent preventing connector from plugging into control unit receptacle. Functional testing is not possible. Root cause user error. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an ankle arthroscopy using a saw, powered, and accessories, that three different hand pieces would not plug into this shaver box correctly. It was also reported that there was a delay from 5-15 minutes. The procedure was completed successfully with a competitor's system. There were no reported patient injuries or complications. (B)(4).